Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. A surgical procedure was performed, during which it was noted that the left cylinder silicone had become deteriorated near the rear tip extender; therefore, the dacron mesh was exposed, and fluid loss occurred. All components were removed and replaced. There were no patient complications.